Manufacturer narrative:
The pod was received not deployed, with the slide insert not visible through the top housing window and the needle cap still attached. No timeouts or drive outs were observed in the data, as the pod ran for 0 pulses. No damages or deficiencies were observed. No problems were found.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.